Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parents reported via phone call that customer was hospitalized due to hyperglycemia. Customer blood glucose value was unknown. The customer was declined to troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had minor scratched display window, scratched case, cracked battery tube threads, cracked case at the reservoir tube corner, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019. The customer¿s son reported via phone call that customer was hospitalized on (B)(6) 2019 due to hyperglycemia. Customer's blood glucose value was 572 mg/dl at the time of hospitalization. Customer reported that she was officially admitted to hospital on (B)(6) 2019. Customer reported that the ambulance came and transferred to the hospital. Customer reported that she completed two set change but still her blood glucose was high. Customer's blood glucose was over 600 mg/dl and they changed the site twice but seems it did not helped. The customer was declined to troubleshooting. Customer treated at hospital with manual injections, insulin via intravenous and fluids. Customer reported that they found infection during second hospitalization. Customer was off the insulin pump from (B)(6) 2019 and was on shot.